Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1 the cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via right femoral artery in a (B)(6) year old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. The patient received support from the cp for coronary angioplasty. Post procedure, while still in the procedural area, a hematoma was observed at the right groin with bleeding. Ultrasound had been used with micro puncture, the peel away sheath had been removed completely, and the repositioning sheath was inserted to the wings. Bleeding was controlled with manual pressure. It was decided to remove the cp as the patient had stable blood pressure. The device was explanted in the procedural area to achieve hemostasis. Vascular injury and bleeding are known potential adverse events of the impella cp per the instructions for use.